Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they couldn't get their external equipment to work. The patient stated they have the manual and the therapy app up. The agent walked the patient through how to connect with their implant. The patient was able to successfully connect with implant and turn therapy on. The patient increased stimulation on the call. The patient agreed to maintain stimulation level and would continue to track symptoms. The agent flagged the call due to the stim being off and the caller was unsure how the stim got turned off. The caller stated that they did not have any medical procedures recently.